Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the instrument shows wear on the stardrive tip. The very tip of the stardrive shows dark discoloration. The stardrive tip edges have material moved and the edges rolled over. Because all feature related to this complaint could not be verified during this evaluation, this complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that the surgeon was inserting the screw and the screwdriver formed a press fit to the screw. The surgeon had to apply force in order to remove the screwdriver off of the screw. The screwdriver ripped the screw out of the bone. Surgeon used another screwdriver and reinserted the screw into another hole with no further problems. There was no adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).